Manufacturer narrative:
Additional information was received from the facility indicating the patient expired on the same day of the tavr procedure. The cause of death provided was hemodynamic collapse. There is no indication the patient's death was related to the edwards device. No additional information is available for this event. (B)(4).

Event description:
As reported by the edwards clinical specialist, after the balloon valvuloplasty (bav) with the ascendra balloon catheter, the patients pressure didn't recover; cardiopulmonary resuscitation was initiated and the patient was placed on cardiopulmonary bypass (cpb). Once the patient's pressure recovered the sapien valve was successfully implanted. Following the procedure, transesophageal echocardiogram (tee) showed a 10-15mm hematoma located below the anterior leaflet of the mitral valve; the etiology is unknown and no additional intervention was required for the hematoma. The patient was removed from cpb and kept on intra aortic balloon pump iabp. At last report, the patient had been discharged from the hospital and was doing well.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. There are cases in which the patient becomes hemodynamically unstable after bav. In these cases, a decision is made by the team to attempt to stabilize the patient, which may include pharmacologic therapy, CPR, institution of cpb, ECMO, and/or iabp. In most cases the valve is subsequently implanted to offset the cardiac decompensation from severe aortic insufficiency caused by the bav procedure. In this case the exact cause for the reported hemodynamic instability cannot be determined. There are multiple potential causes/contributing factors for this event, including the patient's valvular heart disease, pre-procedural medications, anesthesia, and the procedure itself. It is possible a combination of patient and procedural factors could have caused or contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.